Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Primary UDI number, d9, h4. D4 UDI: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: did the event occur during sterile processing? Unknown. Did the event occur during field inspection? Unknown. Did the event occur during internal service activities such as calibration? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: how many ampoules broke and cut into the nure's finger when being squeezed? 1 ampoule. What was done to treat the shard penetration? Wound was rinsed with water. Was medical or surgical intervention required? Nurse wound was rinsed with water and treated with bandage. Was there any special diagnostic test performed? No. What is the status of the nurse injury today? Wound is healed. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Ampoule was very stiff when to break. Was the ampoule crushed repeatedly? Once please confirm the quantity of product involved: one. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). Please perform and document the follow up attempt for product return. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. A nurse glued a wound with the product. When squeezing, the glue container broke and caused a wound on the nurse's finger. Nurse wound was rinsed with water and treated with bandage. Wound is healed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside its package unopened. Upon visual inspection, the packaging was opened to review the applicator and no anomalies were observed. A functional test was performed, and the applicator was dispensed without failures or issues related with the customer compliant. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.